Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, weight to the specification, and a curved opening on the posterior side. Visual and microscopic analyses were performed which identified stress marks and a sharp crease opening on the posterior side. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and patient concern with the product. Device was explanted.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and patient concern with the product. Device was explanted.